Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (unknown serial/lot); product type: 0184-catheter; implant date (B)(6) 2025; explant date (B)(6) 2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown drug via an implantable pump. It was reported that the patient had an infection. The cause of the event was unknown. The issue was resolved. The healthcare provider (hcp) has no further information for medtronic. Additional information was provided from a healthcare provider (hcp) stated that the patient has medical history of left leg pain secondary to idiopathic peripheral autonomic neuropathy. The patient pain had been severe and refractory to conservative care which has included physical therapy. The patient was given oral medication and injections. The patient underwent a trial of targeted drug delivery in the clinic and experience good resolution of pain. The patient pump was implanted on (B)(6) 2025 and since the implant, she had good relief from the therapy. She had a pump pocket incision site that was slowly healing and regularly monitoring. On (B)(6) 2025, there was evidence of fluid in the pump pocket. There was no infection at that time. The site was non-tender, not warm, not erythematous and the patient felt well. Later that day, the patient saw a wound care provider. During the appointment, the patient reported that the would care provider removed part of a heating scab and then inserted a cotton swab being advanced through the incision. The patient stated that the cotton swap was inserted without any cleaning or sterilization of the area. Shortly after that appointm ent, the patient noticed new sign and symptoms of an infection, including fever, chills, body aches, nausea, poor appetite, warmth, erythema, redness over the pump pocket. The patient fever was 101.9 and she felt unwell. Due to high suspicion of the pump pocket infection. The whole system was removed.

Manufacturer narrative:
H3: non-destructive analysis found that there were no anomalies and no further destructive testing was required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.